Event description:
It was reported the spo2 measurement of the intellivue mp5 is incorrect. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went on site and determined there was an issue with the device main board. The fse replaced the main board for the intellivue mp5. After the replacement of the main board, all equipment and performance tests were passed and the device operated as intended again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.